Event description:
It was reported "cvc and pa sheath inserted into rijv in theatres on (B)(6) 2025. 12 hours into critical care (cca) admission, reports of swelling at the insertion site. Swelling assessed by anaesthetic resident on (B)(6) 2025 at 7am and was not causing compromise to patient therefore monitoring, pressure dressing and leak test recommended. On (B)(6) 2025, left sided soft tissue swelling is noted by cca resident doctor, with continuous oozing at the site therefore a line change was undertaken. Cvc was removed and upon examination there was slice in the catheter at approximately 11cm mark (at the hub end)." Additional information received states "the patient remained intubated and ventilated for two more days due to neck swelling caused by a likely intramuscular hematoma in the right sternocleidomastoid and a small anterior wall tear of the right internal jugular vein (rijv). CT confirmed extravasation, but no further intervention was required beyond monitoring. A second central venous catheter (cvc) was inserted in the rijv to remove the damaged catheter. Both catheters were placed in the rijv, with the cvc positioned higher and to the left of the peripherally inserted sheath. Swelling was first noted 12 hours post-operation, and both catheters were removed simultaneously on day 4. The patient is currently stable and receiving treatment unrelated to this incident."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of catheter body cut/torn was able to be confirmed by the photos as the second and third photos revealed an obvious partial cut through the catheter body. The cut was smooth, uniform, and angled in nature which is consistent with contact with sharps during use; however, the root cause of this damage could not be confirmed without the sample returned for complete analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Engage safety and/or locking feature of scalpel (where provided) when not in use to reduce the risk of sharps injury." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "cvc and pa sheath inserted into rijv in theatres on (B)(6) 2025. 12 hours into critical care (cca) admission, reports of swelling at the insertion site. Swelling assessed by anaesthetic resident on (B)(6) 2025 at 7am and was not causing compromise to patient therefore monitoring, pressure dressing and leak test recommended. On (B)(6) 2025 , left sided soft tissue swelling is noted by cca resident doctor, with continuous oozing at the site therefore a line change was undertaken. Cvc was removed and upon examination there was slice in the catheter at approximately 11cm mark (at the hub end)." Additional information received states "the patient remained intubated and ventilated for two more days due to neck swelling caused by a likely intramuscular hematoma in the right sternocleidomastoid and a small anterior wall tear of the right internal jugular vein (rijv). CT confirmed extravasation, but no further intervention was required beyond monitoring. A second central venous catheter (cvc) was inserted in the rijv to remove the damaged catheter. Both catheters were placed in the rijv, with the cvc positioned higher and to the left of the peripherally inserted sheath. Swelling was first noted 12 hours post-operation, and both catheters were removed simultaneously on day 4. The patient is currently stable and receiving treatment unrelated to this incident."

Manufacturer narrative:
(B)(4)